Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be charged daily when using high rate programs. Reprogramming and charging education were attempted, however, unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.